Event description:
Meter name:one touch basic enhanced, strip name: lifescan, meter code:4 strip code:4, strip storage: unknown, symptoms: could not breath, heart problems, and prostate problems. A patient reported they were hospitalized. Their meter allegedly would only prompt clean test area. The patient was unable to get any results on the meter. The result on the patient's meter was unknown and the result on the hospital meter was 500 (no units). The time difference between patient's meter and hospital was unknown. Treatment was given medicine (insulin and pills). No further information has been reported.